Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows the unsealed accessory tray along with operating instruments were kept on operating table. Catheter, port and along other accessary and operating components were kept outside the plastic packaging tray, few components were blur. Suction issue cannot be verified from the provided photo. Therefore, the investigation is inconclusive for the reported suction issue as the exact circumstances at the time of the reported event cannot be verified from the provided photos. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025. A patient underwent for a port placement procedure using groshong port single lumen. During the procedure in the left chest via internal jugular vein, the catheter allegedly could not be back pumped. It was further reported that the drug extravasation was observed during postoperative drug infusion. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025. A patient underwent for a port placement procedure using groshong port single lumen. During the procedure in the left chest via internal jugular vein, the catheter allegedly could not be back pumped. It was further reported that the drug extravasation was observed during postoperative drug infusion. However, the current status of the patient is unknown.